Event description:
It was reported that the patient underwent an initial total knee arthroplasty. Subsequently, it was reported that the patient experienced an unknown issue. As a result, the patient is scheduled to undergo a knee revision on a future date. No further patient impact reported. No further information available.